Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in instruction for use everolimus eluting coronary stent systems xience v as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a slightly tortuous, moderately calcified de novo lesion in the distal left right coronary artery (rca). The lesion was pre-dilated with 1.5x12 and 2.0x12 balloon dilatation catheters (bdc) at 8 atmospheres (atm). The 3.0x28 xience v stent was deployed at 10atm. While removing the stent delivery system (sds), a distal edge dissection was noted. A 2.75x18 xience v stent was used to treat the dissection. The results were very good with timi iii flow without any residual stenosis. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.